Event description:
The customer reported that he went to the hospital with a high blood glucose reading of 400 mg/dl and an upset stomach. The customer had been getting no delivery and motor error alarms prior to the event. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.